Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified posterolateral branch. A 10mmx2.50mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, the balloon ruptured upon initial inflation at 4 atm. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the device revealed no issues or damages with the hypotube shaft. The balloon was subjected to positive pressure and returned in a deflated state. Microscopic examination of the balloon identified a 1mm tear/rupture just 1mm proximal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted with the polymer shaft. No issues were noted with the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon however a 1mm tear/rupture was identified just 1mm proximal from the proximal markerband. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified posterolateral branch. A 10mmx2.50mm wolverine cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, the balloon ruptured upon initial inflation at 4 atm. The procedure was completed with another of the same device. There was no patient injury.